Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the circuit. The facility nurse attributes the air alarms to problems with the pt's vascular access which has been corrected with administration of activase. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Venous air alarms occurred during routine hemodialysis treatment; nurse attributes alarms to vascular access issues, rinseback not performed for 2 of 3 consecutive treatments resulting in an estimated total blood loss of 380cc. The pt's epogen dose was increased; no other medical intervention was reported for the blood loss.